Manufacturer narrative:
The product was returned for inspection. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
During preparation of a 90 cm. Saber 6 mm. X 2 cm. Balloon catheter (bc) for a percutaneous transluminal angioplasty (pta), air removal could not be completed. A non-cordis bc was used to complete the procedure successfully. There was no reported patient injury. The target lesion was a shunt. No target lesion characteristic information is available. Additional information received indicated that it was unknown if the reported product issue occurred during negative prep. There was no reported crack in the luer hub noted upon inspection of the product. The reported source of the air/air removal difficulty noted was unknown. There was no other product issue noted either at the account after the procedure or prior to shipping for inspection. The product was stored properly according to the instructions for use (IFU). There was no damage noted to the product packaging upon inspection prior to use. There was no reported difficulty removing the product from the packaging. There was no reported difficulty removing the product from the hoop. The product was inspected prior to use and appeared to be normal. The product was prepped properly according to the IFU. There was no reported difficulty removing the protective balloon cover, stylet, or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. No additional information is available. A non-sterile saber 6x20mm 90cm catheter was received for analysis coiled inside a plastic bag. Per visual analysis, no anomalies were observed in the returned device. The balloon was observed to have been previously inflated/ deflated. Functional test was performed. The guide wire lumen of the unit was flushed before a .018¿ lab sample guide wire was inserted via tip through the unit. The stopcock was attached. Then, water was applied to the catheter, and the balloon was successfully inflated at nominal pressure. Then, negative pressure was applied and the balloon deflated normally. No anomalies were found. A device history record (DHR) review of lot 17287326 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event.   The reported ¿balloon - leakage - during negative prep¿ was not confirmed during analysis of the device received. The exact cause of the balloon leakage during negative pressure experienced by the customer could not be determined during analysis. Based on the information available for review, concomitant device issues or procedural/handling factors may have contributed to the issues experienced by the customer since no defects were noted during analysis. According to the instructions for use ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. Attach a 3-way stopcock to the inflation port, which is marked ¿balloon¿. Attach a partially filled syringe with heparinized saline to the stopcock, open the stopcock to the balloon and induce negative pressure. Hold the syringe and proximal end of the catheter above the distal end of the catheter, and hold the balloon vertically with the balloon tip pointing down. While maintaining negative pressure close the stopcock to the inflation port. Remove the syringe and purge the air. To ensure air contained in the balloon and inflation lumen is removed, apply negative pressure twice as instructed.¿ neither the DHR review nor the product analysis suggest that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken.

Manufacturer narrative:
Manufacturing record (DHR) review was conducted and the product met quality requirements for product acceptance per the applicable manufacturing quality plan.   The product is available for evaluation and testing. However, the product has not been returned as of to date. Additional information will be submitted within 30 days upon receipt.

Event description:
During preparation of a 90 cm. Saber 6 mm. X 2 cm. Balloon catheter (bc) for a percutaneous transluminal angioplasty (pta), air removal could not be completed. A non-cordis bc was used to complete the procedure successfully. There was no reported patient injury. The product was not clinically used and it will be returned for analysis. The target lesion was a shunt. No target lesion characteristic information is available. Additional information received indicated that it was unknown if the reported product issue occurred during negative prep. There was no reported crack in the luer hub noted upon inspection of the product. The reported source (product component) of the air/air removal difficulty noted was unknown. There was no other product issue noted either at the account after the procedure or prior to shipping for inspection. The product was stored properly according to the instructions for use (IFU). There was no damage noted to the product packaging upon inspection prior to use. There was no reported difficulty removing the product from the packaging. There was no reported difficulty removing the product from the hoop. The product was inspected prior to use and appeared to be normal. The product was prepped properly according to the IFU. There was no reported difficulty removing the protective balloon cover, stylet, or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. Additional information was requested but was reported to be unknown. No additional information is available.